Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was being prepped for use in an endometrial ablation procedure on (B)(6), 2012.according to the complainant, a hair was found inside the handpiece kit when it was opened. The procedure was successfully completed using a second of the same device.the patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Analysis of the returned genesys hta procerva procedure set observed a small piece of black fabric on the bottom of the sheath packaging tray. Therefore, the complaint was confirmed. Based on available information, the root cause classification for this event is supplier manufacturing. A corrective action has been initiated to address this issue.

Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was being prepped for use in an endometrial ablation procedure on (B)(6) 2012. According to the complainant, a hair was found inside the handpiece kit when it was opened. The procedure was successfully completed using a second of the same device. The patient was reported to be "fine" at the conclusion of the procedure.